Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as intended. The ipp was explanted and replaced. There was no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The returned cylinders was microscopically inspected, and leak tested. Both cylinders presented hole in the outer tube from kink resistant tubing (krt) wear, in the proximal end of the cylinder. The first cylinder had broken fabric threads and wear at fold in the proximal end, and it did not pass the leak testing. The other cylinder presented wear at folds in the proximal, middle, and distal end of the cylinder, but this cylinder did pass the leak testing. The reservoir was examined, and wear was present at a fold in the reservoir shell. The reservoir passed the leakage test. Microscopic inspection of the pump found the krt was worn to the filament. The pump passed the leak test but did not pass the activation testing performed. Based on the information available, the reported allegation was confirmed.